Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pt's mother reported that the pump emitted multiple occlusion alarms. The pump was returned to animas for eval. The pump history indicated that one occlusion alarm was emitted on (B) (6) 2010, at which time insulin pump therapy was discontinued. No alarms could be duplicated during product analysis. Eval demonstrated that the pump and occlusion alarms were operating within required specifications and insulin delivery accuracy.